Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 4.6 mg with .100 mg boluses via an implantable pump. It was reported that the patient called the healthcare provider indicating the pump was alarming. The patient was seen on (B)(6) 2021 and the pump was in a stall. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they read the logs and verified the pump was in a stall. An alarm appeared upon interrogation of the pump as well. Per the logs a motor stall occurred on (B)(6) 2021 at 4:53pm and a recovery (B)(6) 2021 at 3:12pm, a motor stall occurred (B)(6) 2021 at 2:50pm and a recovery (B)(6) 2021 at 2:27 and a motor stall occurred (B)(6) 2021 at 6:07am. The pump was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.